Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited backup vvi operation. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).